Event description:
Medtronic aneurx stent graft implanted in 2005 has now completely migrated and caused expansion of a large 9 cm aneurysm sac with buckling of graft in mid aneurysm. A (B)(6) male who had implantation of aneurx stent graft in 2005 presented with type 1 endoleak after migration of graft and aneurysm expansion to nearly 10 cm. Graft required explantation and open repair.